Event description:
It was reported that during a procedure at the user facility the irrigation would not run from the console 110v (pedal & pole incld) when the lights were not on. In the event that loss of irrigation is experienced, there is the potential for overheating to occur. The procedure was completed successfully utilizing the same device. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was not duplicated during the device evaluation. Upon visual inspection, the irr/pv assembly was found to be loose. The device was repaired and returned to the user facility. (B)(4).